Manufacturer narrative:
Additional patient information: patient height (B)(6). (B)(6) this report is for three (3) unknown cortex screws. Per facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal radius hardware removal procedure with irrigation and debridement was performed on (B)(6) 2015 due to infection. No new hardware was implanted during the procedure. No allegations were made against the hardware. The procedure was successfully completed with no surgical delay. This report is for three (3) unknown cortex screws. This report is 3 of 3 for (B)(4).